Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem had stopped working.